Manufacturer narrative:
As reported, the patient with a complicated medical/surgical history who was implanted with a bard soft mesh, experienced a hernia recurrence about 2 - 2.5 years post-implant and underwent surgical repair. Interoperative photos taken during the revision procedure were provided. Review of photos did not provide additional insight into the cause of the reported hernia recurrence. Based on the information provided to date, no conclusion can be made as to the degree to which the device, may have caused or contributed the patient¿s postoperative course. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Lot was released for distribution in february, 2018. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reactions section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. Not returned - remains implanted.

Event description:
As reported, the patient underwent implant of a bard/davol soft mesh during a robotic transversus abdominis muscle release (tar) procedure. As reported, about 2-2.5 years post-implant the patient had reherniated through the mesh. Per the surgeon, the mesh had central failure. The recurrent hernia was repaired on (B)(6) 2020 with implant of a bard/davol ventralight st with echo 2 ps; the bard soft mesh was not explanted.